Manufacturer narrative:
Concomitant medical products: product ID :8780, lot# 0207499763, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-sep-2015, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 40.0 mg/ml at a dose of 4.371 mg/day via an implantable infusion pump. It was reported on (B)(6)2020 that there were volume discrepancies in the last year every refill procedure. It was noted that the patient had changed their treating doctor twice, and that in (B)(6) 2020 the doctor changed from morphine to nacl because the pump was full. Another doctor replaced the catheter and it was completely clogged. The pump was also replaced due to upcoming elective replacement indicator (eri). Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was indicated that any diagnostics/troubleshooting performed was unknown. The explanted pump and catheter were going to be returned for analysis. At the time of the report the issue was resolved, and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an occlusion at the anchor site, which analysis determined was due to the anchor not properly detaching from the deployment tool. Analysis also identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.